Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that the patient came in for a full implant of an spinal cord stimulation (scs) system. During the lead placement, had both leads in, and were unable to get the wireless external stimulator (wens) connectivity to show full green checks. Proceeded to troubleshoot by wiping down the lead connection site several times, re-inserting them several times and still had different contact not seating correctly in the wens leading to impedances also being out of range. Tried to change the wens out and see if that was the issue. The same problem occurred, unable to get full green checks during connectivity, despite re-inserting lead ends, cleaning them off several times. The decision was then made to change the leads, so repeated the same steps. Finally seemed to get all majority of the connects seated with green checks in the connectivity and proceeded to the implant. There was no real idea as to what caused or corrected the issues. There was no patient related issue or injury.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); product type: lead. Product ID: 977a260; lot/serial# (B)(6). Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6); ubd: 16-oct-2029; UDI#: (B)(4). Product ID: 977a260; serial/lot #: (B)(6), ubd: 16-oct-2029, UDI#: (B)(4). H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.